Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the staples appeared aligned. The stapler was returned with the trigger engaged, and there were signs of biological material on the device. The stapler was received with 23 staples left in the cartridge, indicating at least 12 staples were fired by the customer. Upon functional testing, the first fire into the air, the staple formed and fully released properly. When firing into the skin pad, the stapler fired four unformed staples in a row. The stapler was disassembled, and the forming tool was also observed to be defective. The tab on the forming tool that holds the anvil in place was bent inwards. Die casting anomalies were discovered on the forming tool. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination revealed that the staples appeared aligned. Upon functional testing, four fire attempts were made into a skin pad and all the staples were unformed. The stapler was disassembled, and forming tool was observed to be defective. The tab on the forming tool was bent inwards; the tab holds the anvil in place when assembled in the cover block. Die casting anomalies were discovered on the forming tool. The forming tool was observed to be defective. A non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".